Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed no anomalies were found.

Event description:
It was reported that during the implant attempt, the physician repositioned the lead and then attempted to reattach the lead to the device. The lead could not be reattached as the screwdriver could not be engaged in the setscrew. The device was not used and a new device was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. Product event summary (B)(4) - the device was returned and analyzed. A microscope inspection showed possible setscrew disengagement from the bore. The grommet was removed and the setscrew was embedded in the underside of the grommet. There was some damage to the setscrew socket. (B)(4).